Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was receiving 25mg/ml morphine at a dose of 32.989mg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient's pump had a motor stall. The patient experienced withdrawal symptoms of nausea pain, sweating, and yawning. No diagnostics were performed. The pump was interrogated which showed a motor stall occurred on (B)(6) 2017 at 12:57. The rep reported that the pump would be replaced sometime in the future. It was reported the issue was not resolved at the time of the report. It was reported that at the time of the report the pump was still implanted in the patient and the patient status was reported as, "alive-no injury." No further complications were anticipated/reported.